Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed evidence of clinical use was identified. The teflon pad was melted and lifted off the actuating arm. Inspection of the contact ring revealed no damage. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes for device won't activate may be attributed to: ancillary equipment issues (e.g. Handpiece), improper connection of instrument to hand piece, tissue accumulation between the blade and jaw assembly, improper usage and inadequate cleaning of instrument. The most likely root causes for teflon pad detached are: applying pressure between instrument blade and tissue pad without having tissue between them, prolonged activation, repeated use of instrument beyond intended use, failure to properly clean the device during the procedure, causing eschar build up that may diminish performance of the device. The instructions for use (IFU) state: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided. If activation is unintentionally stopped while sealing, maintain jaw closure and reactivate. The instrument can be used for dissection, grasping, coagulation, and cutting between the blade and clamp arm. Note: to achieve complete sealing, the trigger should be fully closed and the vessel fully contained between clamp arm and blade of device. An audible and tactile "click" indicates full trigger closure. To achieve full closure of the jaws of the device, squeeze the plastic trigger until you feel it stop against the plastic handle (plastic to plastic). If full trigger closure is released prior to or during activation on tissue, an audible and tactile "click" is evident. Increase grip force until full trigger closure is achieved. For optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. Note: do not touch the instrument to metal while activated. Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. The instruments allow for the coagulation of vessels up to and including 7 mm in diameter, using the advanced hemostasis hand control button. Do not attempt to seal vessels in excess of 7 mm in diameter. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic scalpel (harh36) didn't work and would not activate. The device malfunctioned and fell apart inside patient, however, nothing fell in the patient. The device was replaced to successfully complete the procedure. There was no patient injury, medical intervention, or extended procedure time reported. No additional information is known by the facility. These are commonly used devices that are readily available.